Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon opening the case of product 123516a, lot: myazr006, the individual products inside were 123614a, lot: myazr400.

Manufacturer narrative:
Received 1 case of 12 foley catheters. Per the visual evaluation, the dispenser box was labeled as packaging lot# myazr006, product code 123516a. - (B)(4) were labeled as packaging lot# myazr400, product code 123614a with date code set# 6lt /8017. - (B)(4) was labeled as packaging lot# myawr594, product code 123614a with date code set# 6hn/0100. The reported event was confirmed as cause unknown. How and when the problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be served. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol." (B)(4).

Event description:
It was reported that upon opening the case of product 123516a, lot: myazr006, the individual products inside were 123614a, lot: myazr400.